Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the basket was backloaded onto the guidewire and introduced into the bile duct. However, while attempting to use the device, it slipped off the guidewire. Upon inspection, the sidecar rx was found to be torn. No other damage was visible. The user indicated that stones had been removed prior to this event. Additionally, the device was inspected/tested prior to use and no anomalies were noted. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the basket was backloaded onto the guidewire and introduced into the bile duct. However, while attempting to use the device, it slipped off the guidewire. Upon inspection, the sidecar rx was found to be torn. No other damage was visible. The user indicated that stones had been removed prior to this event. Additionally, the device was inspected/tested prior to use and no anomalies were noted. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed the basket to be in a closed position. The sidecar rx was found to be torn the entire length . Additionally, the guidewire lumen (sidecar) presented push-back. A functional evaluation of the device was performed by extending and retracting the basket without issue. The basket wires were found to be evenly spaced and undeformed. The condition of the returned unit was consistent with the complaint incident that the device sidecar rx was torn. The sidecar rx was most likely torn during use due to repeated removal of stones. Therefore, the most probable root cause for the observed tear and pushback is considered operational context a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.